Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the flexible drive cable had holes in the casing. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.